Event description:
No blood glucose levels reported. The customer reported a motor error alarm from the insulin pump during prime. Troubleshooting was done. It was reported that the customer was not using the sensor feature of the insulin pump. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was unable to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose flush drive support disk and detached end cap. The insulin pump has bleeding lcd glass, cracked case at display window corners, reservoir tube. Reservoir tube window, minor scratched lcd window and missing end cap sticker.